Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed and confirmed via system logs with error c-34 appearing consistently on bootup. A visual inspection found no related issues. The unit will be sent to the original equipment manufacturer for further investigation. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, error c-34 occurred on vio dv integrated electrosurgical unit (iesu) or erbe. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse could not find any related error in the logs. The customer power cycled the erbe and hard power cycled the system, but the issue persisted. The tse advised the customer to use a third-party generator or another vision side cart (vsc) to complete the procedure. The procedure was completing as planned with no reported injury.